Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus. According to the complainant, during the procedure the balloon did not advance through the working channel. The physician decided not to dilate, and so the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient was reported to have not been harmed. The investigation found the distal tip to be kinked; therefore this is now an MDR reportable event.

Manufacturer narrative:
The event date is unknown. (B)(4) for the investigation results of distal tip kinked. Visual evaluation found the distal tip of the balloon to be kinked. It was also noted that there were three kinks in the catheter. During functional evaluation, the device was inserted into the scope and resistance was experienced. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. The device history record review confirms that the device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.